Event description:
During a returned sample evaluation, the device history was reviewed. Error 99 (8000 1x) was found in the device history. The cpu board and power supply board were replaced. All equipment was calibrated, controlled, cleaned and post repair tested. After repair, device was found to meet specification.